Event description:
Electrical issues were noted to the subject device. Reportedly when the subject pacemaker was implanted on (B)(6) 2012 appropriate lead connection was confirmed. During subsequent follow-up, periods of high impedance were recorded without functional loss of pacing efficiency. On (B)(6) 2014, absence of sufficient ventricular output was observed during emergency ambulance transport to the emergency department of the hospital because of syncope¿s. At the emergency ward, interrogation of the device revealed a high ventricular impedance (> 3000 ohms) and a insufficient high threshold. The fluoroscope check revealed that the ventricular lead tip was protruded from the connection block. A re-intervention was performed on (B)(6) 2014. Each lead was confirmed to be appropriately connected to the device. The ventricular lead was disconnected and measured by an analyzer: no irregularities were noted. The ventricular lead showed normal impedance and good threshold. The lead was mechanically stressed by bending and pulling, impedance and threshold did not alter after this maneuvers. The subject pacemaker was replaced and both the existing atrial and ventricular lead were kept implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Electrical issues were noted to the subject device. Reportedly when the subject pacemaker was implanted on (B)(6) 2012 appropriate lead connection was confirmed. During subsequent follow-up, periods of high impedance were recorded without functional loss of pacing efficiency. On (B)(6) 2014 absence of sufficient ventricular output was observed during emergency ambulance transport to the emergency department of the hospital because of syncope's. At the emergency ward, interrogation of the device revealed a high ventricular impedance (> 3000 ohms) and a insufficient high threshold. The fluoroscope check revealed that the ventricular lead tip was protruded from the connection block. A re-intervention was performed on (B)(6) 2014. Each lead was confirmed to be appropriately connected to the device. The ventricular lead was disconnected and measured by an analyzer: no irregularities were noted. The ventricular lead showed normal impedance and good threshold. The lead was mechanically stressed by bending and pulling, impedance and threshold did not alter after this maneuvers. The subject pacemaker was replaced and both the existing atrial and ventricular lead were kept implanted.

Event description:
Electrical issues were noted to the subject device. Reportedly when the subject pacemaker was implanted on (B)(6) 2012 appropriate lead connection was confirmed. During subsequent follow-up, periods of high impedance were recorded without functional loss of pacing efficiency. On (B)(6) 2014, absence of sufficient ventricular output was observed during emergency ambulance transport to the emergency department of the hospital because of syncope¿s. At the emergency ward, interrogation of the device revealed a high ventricular impedance (> 3000 ohms) and a insufficient high threshold. The fluoroscope check revealed that the ventricular lead tip was protruded from the connection block. A re-intervention was performed on (B)(6) 2014. Each lead was confirmed to be appropriately connected to the device. The ventricular lead was disconnected and measured by an analyzer: no irregularities were noted. The ventricular lead showed normal impedance and good threshold. The lead was mechanically stressed by bending and pulling, impedance and threshold did not alter after this maneuvers. The subject pacemaker was replaced and both the existing atrial and ventricular lead were kept implanted.